Event description:
Upon observation of patient, continuous albuterol canister malfunctioned. Canister of albuterol after administration was noted to be full, rather than almost empty. Patient found to have spo2@98%.